Event description:
It was reported that during a procedure a part of the scissors broke off inside the patient. The particles were removed from the patient.

Manufacturer narrative:
The product was not returned for investigation. Therefore, the reported failure mode could not be confirmed. The possible root cause for the part breaking off inside the patient can be due to: 1) excessive force applied by user 2) reprocessing/handling error 3) lack of maintenance 4) use error - attempting to manipulate, cut, resect improper materials or excessive tissue. However, this cannot be confirmed since the unit was not returned. In the event that the unit is returned, a full evaluation will be conducted and a follow up report will be issued. The product was not returned for investigation, so the reported failure mode could not be confirmed. The failure mode will be monitor for future reoccurrence.